Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s blood glucose (bg) level was reported to be greater than 30 mmol/l (540 mg/dl) while wearing the pod on their arm between 5 and 24 hours. The patient stated there was no insulin leakage and the cannula was visible with a normal appearance. The patient noted a small lump being visible at the cannula insertion site. The patient reported that they experienced a premature adhesive failure on their upper arm, resulting in loss of insulin delivery. The patient¿s symptoms included high bg, (B)(6) hospital for overnight admission and intravenous insulin infusion. The patient was diagnosed with diabetic ketoacidosis. The patient stabilized with monitoring and IV infusion and was discharged the following day. A new pod was successfully applied.